Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.5/+2.0/081 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2020. On (B)(6) 2021 the lens was repositioned due to lens rotation which did not resolve the problem. On (B)(6) 2021 the lens was exchanged with a longer lens and the problem is resolved.